Manufacturer narrative:
Additional information: results from the product history record review indicated the product met release criteria. Additional information indicated viscoelastic was used. (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was provided, which indicated a cartridge was used with a handpiece with the viscoelastic. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
Upon implanting an intraocular lens (iol), the surgeon reports that the lens had an amputated haptic was implanted and removed during the initial procedure. The lens appeared centered and remained implanted when the patient left the or. The surgeon used a suture to close the wound. The patient was told if the lens did not remain centered, the patient would be brought back to surgery the following day. The patient returned to the implanting surgeon four days postoperatively and reported seeing double if he closes his fellow (left) eye; he sees what is reported as a 'shadow'. During a follow up visit, the initially implanting surgeon noted edema around the incision along with posterior chamber opacification (pco). At the four day postoperative visit, the implanting surgeon is noted as centered in the undilated pupil. At this time, the implanting surgeon referred the patient to a second surgeon and suggested a yag cap procedure if the vision does not improve. If that is necessary, the implanting surgeon recommended a possible lens exchange. At another follow up visit with the implanting surgeon, the patient again reported seeing shadows and double vision when closing his left eye. At this visit, the implanting surgeon reported the lens subluxed. The patient was referred to a second surgeon. At the visit, the patient reported blurred vision. The patient has difficulty reading, reading small print, reading labels on medicine bottles, small print in telephone books, small print on food labels, store signs, street signs and traffic signs. The lens was exchanged. One day following the exchange the patient reported blurry vision. Five days postoperatively, the patient no longer reported double vision or pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer indicated the use of a non-qualified cartridge and an unspecified handpiece with a note stating: ¿from memory; not indicated in record¿. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is only qualified for use with this lens when used with a qualified cartridge. The root cause of the reported haptic damage may be related a failure to follow the dfu. The account indicated the use of a lens/cartridge combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. In addition, information on the questionnaire provided by the hcp indicated that user handling caused/contributed to the event. The file indicated that although the haptic of the iol was severed during injection, it was left implanted. The lens did not center and caused diplopia. Additional information also indicated that the lens16.0 diopter lens was removed and replaced with a lens model with one diopter difference (17.0). (B)(4).